Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient is currently hospitalized. The patient will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): (B)(4) 2012 - reuse. Electrode belt (B)(4): (B)(4) 2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4) .

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation treatments. Motion artifact with sinus rhythm at 76 bpm contributed to the first false detection. Sinus rhythm at 77 bpm with motion artifact contributed to the second false detection. The patient is currently hospitalized. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient will continue to wear the lifevest.